Event description:
A consumer reported experiencing halos in mesopic conditions thirty-two months following bilateral intraocular lens (iol) implant surgery. Only the right eye was affected. The surgeon reported the visual acuity was 20/20 postoperatively. In a follow up, the surgeon reported posterior capsule opacification was noted. A yag laser procedure was performed and the event has now resolved.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B) (4). (B) (4). (B) (4).